Event description:
The caller reports she accidentally stuck herself with the customer's lancet, whom she knew, when she manually tried to eject it from the lancet device. This occurred when she could not get the device to eject the lancet and tried to push it out with her finger. She states the customer has used this lancet for the last month. The system is the softclix mini, lot wip 054.

Manufacturer narrative:
The suspect product is the softclix lancet device.